Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used in the kidney during a nephroureteral lithotripsy procedure performed on (B)(6) 2015. According to the complainant, the stone was located 5 to 7 mm from the middle poles of the calyx. During the procedure, a fiber was used to break the stone into smaller fragments about 0.5 to 1 mm in size. The optiflex¿ stone retrieval basket was introduced and the stone fragments were moved into the renal pelvis. The basket was removed and the laser fiber was reinserted to perform lithotripsy. The physician attempted to remove the bigger fragments with the basket, however the basket had detached inside the renal pelvis. The device was removed, leaving the detached basket inside the renal pelvis, and a zero tip retrieval basket was used in an attempt to remove the detached basket but failed. The physician then applied laser into the detached basket to break apart the captured stone however, the basket broke into pieces. Attempts to retrieve the basket and stone fragments were unsuccessful. A polaris loop ureteral stent was placed to complete the procedure. Additionally, the basket and stone fragments were planned to be removed together with the polaris loop ureteral stent approximately 7 to 10 days later using a larger flexible foreign body forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflex¿ stone retrieval basket was used in the kidney during a nephroureteral lithotripsy procedure performed on (B)(6) 2015. According to the complainant, the stone was located 5 to 7 mm from the middle poles of the calyx. During the procedure, a fiber was used to break the stone into smaller fragments about 0.5 to 1 mm in size. The optiflex¿ stone retrieval basket was introduced and the stone fragments were moved into the renal pelvis. The basket was removed and the laser fiber was reinserted to perform lithotripsy. The physician attempted to remove the bigger fragments with the basket, however the basket had detached inside the renal pelvis. The device was removed, leaving the detached basket inside the renal pelvis, and a zero tip retrieval basket was used in an attempt to remove the detached basket but failed. The physician then applied laser into the detached basket to break apart the captured stone however, the basket broke into pieces. Attempts to retrieve the basket and stone fragments were unsuccessful. A polaris loop ureteral stent was placed to complete the procedure. Additionally, the basket and stone fragments were planned to be removed together with the polaris loop ureteral stent approximately 7 to 10 days later using a larger flexible foreign body forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. **additional information received as of february 25, 2015 ** according to the complainant the stent and broken wire fragments were completely removed from the patient on february 14, 2015. The patient's current condition was reported to be fine. The physician reported everything is ok with the patient.